Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown unknown stem lot #unknown, item #unknown unknown head lot #unknown, item #unknown unknown shell lot #unknown. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty, a polyethylene liner could not be inserted inside the shell. It was reported that it did not fit well. Additional information was requested, however, no information was available.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was not confirmed. The reported device was returned for evaluation. As returned, the liner shows witness marks and damage to the anti-rotation feature. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.